Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse states that he had submitted quote for the batteries but due to regulatory issue, logistic unable to import batteries. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) has low battery back up. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
After further review, an emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cs100 intra-aortic balloon pump (iabp) has low battery back up. No one was harmed onsite.